Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze during use. It was noted that after a successful interrogation the electrocardiogram (EKG) markers could be seen but there was an inability to click on or do anything on the programmer. The programmer was restarted and power cycled after being unplugged but the issue remained. The stylus was unplugged and replugged in and the programmer operated normally. The programmer remains in use. No patient complications have been reported as a result of this event.